Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he was hospitalized in (B)(6) while on the insulin pump. The customer experienced diabetic ketoacidosis due to a bent infusion set cannula. The customer was treated in the ICU. Troubleshooting did not occur for the hyperglycemia. However, the customer had experienced a bent cannula and no delivery alarm in the past. The insulin pump was not returned for analysis.